Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The popoff valve and breathing system were cleaned.

Event description:
The hospital reported the unit alarmed for high positive end expiratory pressure during the preoperative checkout. There was no report of patient involvement.